Event description:
The atrial lead exhibited loss of capture, noise and exit block. The patient experienced muscle stimulation.

Event description:
It was reported that the patient experienced muscle stimulation on the right side. The pulse generator was found in backup vvi mode and could not be interrogated. The following day, the patient again presented with the same symptoms. Interrogation found that the pulse generator was at elective replacement indicator (eri) with an output of 5 v. In autocapture mode the values were under 1 v. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The pulse generator as received, was not at elective replacement indicator. The reason why the eri flag was activated could not be determined. The eri flag was cleared and the estimated remaining longevity was 3.75 years. The device was exposed to extensive testing and exhibited normal electrical characteristics throughout all tests. The eri indicator was not reactivated and bvvi did not recur.